Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the sureform curved-tip stapler 45 instrument had non intuitive motion at 180 degrees out of normal position. When the instrument was instructed to go up, it would go down. When instrument was instructed to go left it would go right. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information on 11-oct-2022: all four stapler instruments were used during procedure. The first three stapler instrument had issues and the fourth stapler instrument worked normally. When the stapler instrument was instructed to go up it would go down. When instrument was instructed to go down it would go up, the instrument would respond 180 degrees off. A third stapler instrument was tried and it would do the same error but with 90 degree off. Finally a fourth stapler instrument with different batch number was used and it worked normally. The issue was resolved and the procedure was completed robotically .there were no patient injury or harm when these issues occurred.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the sureform curved-tip stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Functional test was performed to test the motion which could not be performed. Incomplete failure analysis occurred because the instrument cannot pass engagement. The sureform curved-tip stapler 45 instrument has 12 fires remaining. Additional observation was also identified: the curved-tip stapler 45 instrument showed that the instrument could not pass the engagement test. The review of the engagement logs showed the instrument passed engagement twice out of two installation attempts engagement on (B)(6) 2022 via system (B)(4). The instrument was placed on xi system arm and failed engagement on 4 consecutive attempts. An error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Additional observation was also identified: the curved-tip stapler 45 instrument main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated. The root cause is a component failure. Patient identifier (B)(6) is created to capture engagement issue with the 1st curved tip stapler 45 instrument. Patient identifier (B)(6) is created to capture non intuitive motion issue with the 3rd curved tip stapler 45 instrument. A review of the device logs for the curved-tip stapler 45 instrument (part number 480545-04/ lot/serial number l10220620-0678) associated with this event has been performed. Per the review of the logs, the curved tip stapler 45 instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged stapler instrument had 12 uses remaining after this last usage. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the curved-tip stapler 45 instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.